Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, there no stimulation sensation. The pt had not felt stimulation in about 4 days. There was no known accident or incident related to the event. A high impedance was noted: reading >4000 ohms on all of the bipolar pairs except for electrode combos 0 and 1, 2 and 3, and 1 and 2. Additional info was requested.